Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 40 mg/dl. Troubleshooting was not performed since the customer was driving at the time of call. The insulin pump was not returned for analysis.

Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Event description:
The customer reported via phone call that she is having issues with the insulin pump and the continuous glucose monitoring system. The customer states in the middle of the night she was awaken by alarms letting her know she is running low with sensor glucose of 40 and her blood glucose was showing she was at 90 mg/dl. Troubleshooting was not performed since the customer was driving at the time of call. The insulin pump was not returned for analysis.